Manufacturer narrative:
Correction: additional: evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection revealed the thumb pusher was disengaged. The firing knob was reattached to the instrument. The test single use loading unit was loaded into the returned instrument. The returned instrument and test single use loading unit were applied to test media with acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if an excessive upwards force is applied to the firing knob during disassembly, or if the knob is not fully rotated to one side prior to firing, causing detachment. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hemicolectomy procedure, the whole device broke and components disengaged, wherein on the 3rd use of the stapling gun, the handle for firing/running the blade fell off and landed on the floor. The doctor was unable to continue with that instance of the device. No pieces of the gun were found in the wound. Another device was opened to successfully finish the procedure. No patient injury.